Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7324086. Our records show that this is the only instance of this issue occurring in this batch of pegasus catheters . According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during the visual evaluation of the returned device, bd engineers identified characteristics, in the broken edge of the extension tubing, that are characteristic of clamp damage. The corresponding slide clamp was inspected and measured, and found to be within the dimensional limitations set by product specifications. In an attempt to replicate the broken tubing, our engineers tested the interaction between the components by repeatedly clamping the remaining tubing. At the conclusion of the test the device was found to be free of any damage that would indicate a breach of the tubing wall. Unfortunately, the root cause for this complaint could not be determined at the conclusion of the review.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked during the transfusion. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked during the transfusion. No serious injury or medical intervention was reported.